Manufacturer narrative:
It was reported that the the circuit tubing "slips off of the wye connector with minimal effort before and during the procedures". This occurs during ventilation. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The circuit disconnects from the patient.